Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision of left total hip. Surgeon states stem was loose." An accolade stem and 36 +10 v40 metal head were revised to a restoration modular stem construct with a 36 +5 ceramic head. The liner was not revised.

Event description:
As reported: "revision of left total hip. Surgeon states stem was loose." An accolade stem and 36 +10 v40 metal head were revised to a restoration modular stem construct with a 36 +5 ceramic head. The liner was not revised.

Manufacturer narrative:
An event regarding loosening involving an unknown accolade stem was reported. The event was confirmed. Not performed as the reported device was not returned for evaluation. A review of the provided medical records noted; patient underwent an uncomplicated primary left tha on (B)(6) 2013. Reportedly the stem of this tha loosened and was revised on (B)(6) 2018. Ap and lateral x-rays from (B)(6) 2018 show a pressfit tha. The cup is in anatomic position and orientation. There femoral stem appears to be slightly undersized and in a subsided position. Lucencies and sclerotic lines surrounding the component are consistent with motion. Conclusion of assessment review of these records confirms loosening and subsidence of the femoral stem of a tha occurred, however, the root cause cannot be determined as insufficient information was available. Device history review: not performed as lot details are unknown. Complaint history review: not performed as lot details are unknown. Loosening was confirmed on review of the provided medical records however the root cause could not be determined. Further information such as operative report from the revision surgery, surgical implant records from the surgeries, dated index tha post op x-rays, outpatient office/clinic notes and implant retrieval. If further information becomes available or the product is returned, this investigation will be re-opened.